Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced a syncopal episode followed by shock therapy while undergoing dialysis treatment. Review of the stored episodes noted low amplitude signals with some double and triple counting, however, the delivered shock therapy was noted to be appropriate and converted the rhythm. The syncope was related to ventricular tachycardia (vt). Shock impedance measurements were noted to be low at 25 and 29 ohms during the therapy episodes. Captured electrograms (egms) showed a very flat amplitude signal in secondary and alternate vectors, however, primary vector appeared to be the best vector. It was noted that the patient was very sick, was hospitalized and tachycardia therapy was temporarily programmed off until the patient's condition improved. Tachycardia therapy was programmed back on three days later and a message was observed indicating the signal amplitude was less than optimal. The programmed vector was manually set to primary. The patient was scheduled for a ventricular tachycardia (vt) ablation, however, did not attend the appointment and has not had any further follow up with their physician to date. This product remains implanted and in service. No adverse patient effects were reported.